Event description:
It was reported that the charge port was loose. During physical inspection, it was found that there was an issue with the latch lock. The latch lock can be opened when locked. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. Upon further investigation, the latch lock can be opened when locked. As a result, the latch lock was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.